Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of the index procedure and currently was reported that the common iliac arteries were severely tortuous. The patient presented for a routine follow up. It was reported that a recent CT revealed that there was occlusion on the ipsilateral side of the left common iliac, due to the severe tortuosity. The physician declotted the iliac limb and implanted a peripheral stent in the left common iliac artery. The blood flow was restored. No additional clinical sequelae were reported.